Event description:
It was reported the vizishot 2 flex did not lock. This malfunction occurred during a diagnostic endobronchial ultrasound procedure. The procedure was completed with a similar device. There were no reports of patient harm/involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.